Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cup, unknown, unknown, unknown stryker stem, unknown, unknown, unknown stryker head, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was confirmed due to x-rays received and evaluated. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Stryker femoral head and stem was used with zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However it is unknown whether this incompatibility contributed to the reported dislocation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised due to dislocation. The neutral liner was removed, and a constrained liner was inserted. Attempts have been made and additional information on the reported event is unavailable.